Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that a patient removed 600 ml too much and a low tmp alarm was encountered during a patient's hemodialysis (hd) treatment. Upon follow-up, the hd nurse stated that the patient did not eat or drink during treatment and no additional fluids were provided to the patient. The hd nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were requested, however not provided. Follow-up with the biomed confirmed that the ultrafiltration (uf) pump was calibrated which resolved the issue, and the machine has been returned to service. No parts were replaced and no repairs were made. Therefore, no sample is available to be returned.